Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at 12:30 pm after dropping the meter in the lake. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue on (B)(6) 2011, at 1:30 pm and 7 pm she continued taking her usual dose of medication. The patient claimed ''the following day'' after the alleged issue started she ''passed out.'' In response to her symptom, on (B)(6) 2011, at 9:40 am she reportedly received treatment in the form of food and/or drink from a non-hcp and at 9:45 am she was tested with a doctor's meter and a glucose result of ''41 mg/dl'' was obtained. During the initial call with customer service, the agent noted that there was information of misuse of the device. Replacement products were sent to the patient. The patient's meter has been returned to lfs product analysis on (B)(6) 2011, but the testing has not been completed as of yet. Once the results are available, it will be submitted as a supplemental report. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have processor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.